Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and alarmed battery out limit. The blood glucose reading was 362 mg/dl. The customer stated that she had used multiple batteries in an attempt to resolve the alarm, but the insulin pump still alarmed after the battery change. The alarm did not occur with the first battery installation after the customer had received the insulin pump in shipping mode. Advised that this was normal device behavior. Advised that a replacement battery cap would be sent to address the blank display. Nothing further reported.